Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. The current impedance measurement was at 189 ohms. It was noted to be a gradual increase over time and boston scientific technical services (ts) discussed this could indicate calcification on the coil of the rv lead. Ts discussed further troubleshooting options. Ultimately the physician elected to perform a revision procedure where the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement of 126 ohms. Boston scientific technical services (ts) was consulted and reviewed data from the remote monitoring system which showed the daily shock impedance measurements ranging from 90 to 130 ohms. Ts discussed that the rv lead is a single coil lead which can yield higher shock impedance measurements. At this time the physician has opted to raise the alert within the remote home monitoring system and continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.